Manufacturer narrative:
Eval, results: release pin.

Event description:
It was reported by service report that the fowler back slowly drifts down. There was pt involvement; however, no adverse consequences are reported.